Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented remotely with a merlin alert. Upon review of the transmission, it was observed the right ventricular lead was oversensing noise. The patient presented in clinic where it was observed the right ventricular lead had varying r-wave values, along with high impedance values, and the implantable cardioverter defibrillator was unable to be interrogated. The right ventricular lead and device were explanted and replaced. The patient was stable.